Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, cardiosave intra-aortic balloon pump (iabp) has autofill failure. There was no patient harm.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. The getinge field service engineer (fse) was dispatched to evaluate the unit. The fse states could not duplicate. Exorcised unit to no fail. Product passed all functional and safety tests per manufacturer specifications.